Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported through our (B)(4) affiliate, during a transfemoral procedure leakage of the delivery system was noted. The patient is stable.

Manufacturer narrative:
The delivery system was not returned to edwards for evaluation. Visual, dimensional and functional analysis could not be performed. A review of DHR, complaint history analysis, and manufacturing mitigations did not reveal any indications that a manufacturing non-conformance of the sheath was the source of the complaint. Due to the device and/or applicable photographs (relevant to the reported event) not being returned for evaluation, the complaint for delivery system leakage was unable to be confirmed. It is possible that the balloon shaft was bent, kinked, or pulled during the procedure to cause or propagate the observed damage. However, it is also possible that something occurred in the manufacturing process which may have also contributed to the break in the shaft. A CAPA was previously initiated to investigate leakage on the commander delivery system. This unit was manufactured prior to the implementation of any changes. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warning, contraindications, and the directions/conditions for the successful use of the device.